Event description:
Patient reported left side rupture. Device explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified, underweight, broken shell, and missing a piece of shell (0-25%). A microscopic analysis was performed which identified, striated broken on posterior. Based on the device analysis the final assessment is: - striated broken on posterior assessed as surgical damage. - missing shell assessed as inconclusive.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device remains implanted.